Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guiding catheter during advancement causing the reported failure to advance and subsequent material deformation (flared stent). Additionally, the device and reported damage met resistance with the guiding catheter during removal causing the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the left main (lm) coronary artery. Using a guideliner, a xience skypoint was attempted to be implanted in the lm but there was resistance during advancement with the guideliner and strut flaring occurred. There was also resistance with the guideliner during removal but the device was successfully removed. There was no adverse patient effect or a clinically significant delay in the procedure. A non-abbott stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Filed for date correction only.b3, b6: date of event.